Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. Patient stated they felt their therapy wasn't helping their symptoms anymore. Patient stated they were needing to go to the bathroom constantly and having accidents. Patient stated their device was for bladder control. Patient had tried increasing stimulation and that hadn't helped. Patient stated they were out of it the day of the surgery so their friend had been helping to make adjustments because they didn't know how to work the patient programmer. Button use and icon meaning was reviewed. Patient was able to sync with their patient programmer and it showed stimulation was on. Patient was advised to follow any instructions previously provided by their healthcare provider. Patient reported a fall related to the issue. Patient stated they hadn't had their device checked since the fall, but that is when the issues started. Caller was redirected to their healthcare provider to discuss program changes and have the device checked post-fall. Patient stated they felt stimulation after increasing from 2.8v to 3.0v and it was comfortable. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they fell twice now and is having a return of symptoms. Patient said they fell in (B)(6) 2018 and a couple months before that as well. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to check the ins and make any programming adjustments as needed. No further patient complications have been reported as a result of this event.